Manufacturer narrative:
Based on the investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. Based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The reporter indicated the patient was having difficulties with near vision (blurred). The lens remains implanted.

Manufacturer narrative:
(B)(4) implanted. Device evaluated by manufacturer? No: lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).